Manufacturer narrative:
The field service representative (fsr) replaced the flow module. Verification/release testing was performed. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the flow module to lab use only (luo) testing equipment. All testing to the flow module was completed successfully and the flow was displayed. It was determined that the flow module met specification.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow reading was not displaying on the central control monitor (ccm) or the centrifugal control unit (ccu). As mitigation, the flow module was unplugged and plugged back in. The issue was resolved for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.